Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that during a routine follow up when testing the leads, a marked difference was noted in the right ventricular lead impedances compared to the previous check about six months prior. The pacing impedances were low, out of range in the bipolar configuration while within range in the unipolar configuration. A rise in pacing thresholds was also noted, as well as a fluctuation in the intrinsic right ventricular amplitudes. A review of the arrhythmia logbook noted noise/oversensing as well as a loss of capture with no reported asystole for > 2 seconds on the right ventricular lead. The device remains implanted in the unipolar configuration for pacing and sensing. A follow up was scheduled earlier than normal in order to monitor the patient closely. The patient was asymptomatic and no adverse patient effects were reported. Should additional information become available this investigation will be updated.